Event description:
The patient underwent a cesarean section procedure. Following the procedure, the patient experienced a wound infection requiring medical intervention leading to an open incision involving the use of a wound vacuum.